Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (driveline infection, sepsis, and stroke) and heartmate ii lvas could not be conclusively established through this evaluation. Heartmate ii lvas was not explanted for evaluation. The hmii lvas IFU lists infection, sepsis, and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU contains information regarding the recommended anticoagulation therapy and inr range. Care instructions in regards to preventing infection are outlined in various sections of this document, as well as the hmii lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Death date was approximated from the event date. Approximate age of device ¿ 2 years 6 months (the age is calculated from the date of implant to the event date.) No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was expired due sepsis and stroke. Per report from vad coordinator, the patient had both driveline infection as well as infection of toe amputation area prior to hospitalization. Infection was longstanding (no date of onsite was provided). The symptoms were reported as multiple sclerosis (ms) changes. Usual sepsis treatment, for stroke held all ante cibum (ac), intubation for airway protection etc, no surgical intervention. The device operated as expected. The patient's family declined autopsy. For that reason the pump will be not returned for evaluation.